Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a discordant falsely elevated tacrolimus (tac) patient sample result obtained on a dimension exl 200 system. Siemens is investigating the event.

Event description:
A discordant falsely elevated tacrolimus (tac) patient sample result was obtained on a dimension exl 200 system. The falsely elevated patient result was not reported to the physician. The same sample was reprocessed on the same dimension exl 200 system. A lower result, considered correct, was obtained. There were no known reports of patient intervention or adverse health consequences due to the falsely elevated tacrolimus (tac) patient result.

Manufacturer narrative:
Additional information (10-nov-2022): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the instrument data files and the information provided by the customer. A siemens customer service engineer (cse) was dispatched to the customer site and replaced the vacuum pump. The issue was resolved with replacement of the vacuum pump which is a wear part. The cause of the event was due to the failed wear part. A potential systemic product issue was not identified. The system is fully operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2022-00297 was filed on 10-nov-2022.